Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high. Insulin was not entering her body. Her blood glucose level was 438 mg/dl. The high pressure test passed. The customer performed a fix prime and it was successful. The device was not returned.